Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. No frozen display was noted. The functional testing could not be performed due to the unresponsive button. No moisture damage was noted to the electronics. The insulin pump was received with minor scratches to the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was freezing and had an unresponsive keypad. The blood glucose reading was 368 mg/dl, which was treated for with manual injections. The customer stated that the insulin pump may have gotten overheated, noting that this had happened before when she was in hotter locations. She also stated that she had been sweating when it was hot. Advised replacement of the insulin pump. Nothing further reported.